Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call, the insulin pump keeps alarming no deliver and then it alarms motor error. Customer does not recall their blood glucose at the time of the call. Customer did a set change and the insulin pump started beeping. Troubleshooting was performed. The drive support cap was reported as normal. The customer stated the device was exposed to an x-ray on monday, and customer has had several x-rays since (B)(6) 2017. Customer did not report the insulin pump alarmed motor position encoder error. Customer was able to complete the rewind process. Customer was advised to discontinue use of the device revert to back up plan per their health care provider's instructions, and the device needed to be replaced. The insulin pump was returned for analysis.